Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of edema as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported patient was injected 15 months ago to the nasogenian groove and lips with juvéderm volbella with lidocaine and juvéderm volift with lidocaine. Sometime later patient underwent dental treatment with placement of implants. Patient ¿eventually presented with late edema in regions of malar and lips. It was initially thought the patient had a dental problem. Patient was prescribed corticosteroid therapy and antibiotic therapy with clarithromycin. Patient continues with recurrent episodes. A soft tissue ultrasound was performed revealing ¿only small amount of product in the region of the grooves, nothing observed in lips, or malar region.¿ patient is currently ¿in the weaning phase of corticotherapy, and has scheduled hypersensitivity test.¿